Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right no complaint against the device. Healthcare professional later reported "right saline deflation." Device remains implanted.

Event description:
Healthcare professional reported right no complaint against the device. Healthcare professional later reported "right saline deflation." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3 h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as surgical damage. Additional observations: ¿ white particles observed inside the device. No further actions are required as the device was received out of its sealed package.